Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged, and was pacing in the atrium. To date, there have been no reported patient symptoms associated with this clinical observation.